Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 3/2013 and not 4/8/2013 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist visited the account after the event. He removed and replaced and calibrated vacuum regulator pcb which resolved the issue. No other observations have been made. System conforms to all amo specifications amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Customer reported error of patient vacuum low during fragmentation and laser shut down completely. Technical support logged in to system remotely and confirmed slow vacuum. They cancelled the laser procedure and completed successfully with manual technique.